Event description:
It was reported that the user experienced hyperglycemia up to 389 mg/dl and attributed the event to an issue with the pump rewinding, with no alerts or alarms reported and additional information pending from the user. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact. Investigation included plans to obtain additional event details from the user. Investigation of this case revealed that the cause and device performance impact remain unclear, and no specific component malfunction has been confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.